Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set fell off event on (B)(6) 2026 during use. The infusion set was used for less than seventy two hours. The patient replaced the infusion set and resumed insulin deliveries no further information available.